Event description:
Customer reported the hemoglobin and hematocrit (h/h) check sample failures and the mean cell hemoglobin concentration was high when using the coulter lh 500 hematology analyzer. There were also white blood cell (wbc) background failures at startup reported in connection with this event, along with erratic cbc (complete blood count) recovery on 5c controls. There were no erroneous results reported out of the laboratory in connection with this event. The customer stopped using the instrument as soon as the h/h check sample failures were recovered and the instrument was considered to be down for the purpose of sample reporting. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and discovered that the black-striped tubing on pv12 had a pinhole in it and was losing pressure; the tubing was replaced, resolving the issue. The fse also discovered that both diluent dispensers (white blood cell and red blood cell) were generating an excessive amount of air bubbles. The fse replaced the white blood cell (wbc) diluent dispenser (pn (B)(4)) and the red blood cell (rbc) diluent dispenser (pn (B)(4)). Background passed. The fse performed multiple reproducibility tests to ensure that the instrument was reproducing patient results with precision. During verification, the fse determined that the controls needed replacement, a new set of controls along with a new calibrator was ordered for the customer. Failure mode was identified: there was a failure mode related to tubing on pv12 and also a failure related to the malfunction of both the wbc and the rbc diluent dispensers. No erroneous results were generated in connection with the reported event. The failure modes identified are likely to generate erroneous cbc (complete blood count) /differential parameters. (B)(4).